Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and replicated the speaker malfunction error. The fse replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction error message displayed, and there was no sound coming from the speaker. The device was not in use on a patient at the time of the event, so there was no patient involvement.